Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty inserting the device into the anatomy could not be confirmed/replicated in a testing environment as it was based on operational circumstances. The reported bend was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty inserting the device; however the bend appears to be related to circumstances of the procedure. The treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device is filed under a separate medwatch MFR reference number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, resistance was felt during proglide device insertion. The device was removed and the sheath was kinked. A second proglide device was used with the same results. A cut down was performed and the aaa procedure was completed. Hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in- training in the use of the proglide device. No additional information was provided.